Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During the procedure, when the doctor was closing the abdomen, the needle broke and was immediately removed. After examination, the needle was found to be intact. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: * can you identify the product code and lot number of the device used? --no. * was the needle piece(s) retrieved during the same procedure? --yes. * were x-rays taken to locate the needle piece(s)? --no. * what measures were taken to retrieve the broken piece? --retrieve the broken piece with needle holder. * were there any patient consequences? --no. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.